Manufacturer narrative:
Analysis of the pump found pump battery with high resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 184.94 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 the nurse refilled the patient's pump. At that time she noted that the eri (elective replacement indicator) alarm occurred on (B)(6) 2016 with a replace by date of (B)(6) 2016. The pump alarm was heard and confirmed by telemetry. At the previous refill in (B)(6) 2015, the eri was 24 months. No patient symptoms were reported. The nurse was going to follow-up with the patient's hcp.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative. It was reported that the patient had no symptoms. The physician believed the eri was early. The physician wanted to know if he was correct. Logs has been run. The pump was replaced on (B)(6) 2016. The issue resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.